Event description:
It was reported that during a lsh procedure, the tissue pad fell off into the pt. They were able to retrieve it. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the tissue pad missing (piece returned). Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.